Event description:
The pt reportedly experienced loss of sound followed by loss of lock. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.